Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with bleeding lcd glass. The insulin pump has minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.

Event description:
It was reported that the insulin pump has physical damage. It was stated that it looks like there is ink in the inside of the screen and also there is a crack in the reservoir compartment. It was stated that the customer was in a wrestling match and he could have rolled on it or fell. Customer would continue insulin pump therapy while he receives the replacement as it was stated that th device seemed to be functioning. Nothing further reported.